Event description:
It was reported by the customer that the insulin pump was alarming during the priming process. Customer stated that insulin had been squirting out during manual priming. Advised customer to disconnect from the device and during troubleshooting, it was discovered that the drive support cap was protruding from the insulin pump. Customer stated they had noticed the protruding drive support cap earlier and had attempted to push it back in. Informed customer the device was alarming due to an inability to detect the reservoir. Advised customer to discontinue use of device and revert to healthcare provider's instructions. Customer did not provide blood glucose levels at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to flush/loose drive support disk. No prime alarms were noted. The insulin pump received with minor scratches on lcd window, missing end cap sticker and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.